Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pulse generator exhibited inappropriate magnet rate pacing. No magnets were present. The device was successfully implanted and the patient was stable following the procedure.